Event description:
A seventy-one-year-old male with acute myocardial infarction complicated by cardiogenic shock (ami/cgs) and prior coronary artery bypass graft surgery required temporary mechanical circulatory support. A pulmonary artery catheter was in place prior to device escalation, and the patient was receiving inotropic medications, vasopressors, and ventilatory support. Pump 1 ¿ impella cp (day 1 day 3): day 1 ((B)(6) 2025): right femoral arterial access was obtained by percutaneous approach for impella cp support (pre procedural stabilization for revascularization). Day 3 ((B)(6) 2025): the patient was successfully weaned and impella cp was explanted. No impella cp complaints were documented during this interval. Pump 2 ¿ impella 5.5 (escalation of therapy; right axillary/subclavian graft): day 10 ((B)(6) 2025): due to ongoing cardiogenic shock, the patient was escalated to impella 5.5 via a right axillary/subclavian surgical graft (10 mm vascutek gelweave). Purge solution was dextrose 5% in water plus 25 meq/l sodium bicarbonate. The clinical course continued in the coronary care unit with inotropic and ventilatory support. During ongoing impella 5.5 support ¿ actual complaint (purge flow issue): clinical staff documented persistently low purge flow < 3.5 ml/hour despite routine troubleshooting. The medical team elected to administer tissue plasminogen activator into the purge line at physician discretion to improve purge performance and notified the local support team. The pump remained in use, and the patient continued on advanced supportive therapy. Status at last documentation: the patient remained on impella 5.5 (survival outcome at explant: to be determined on support). The purge flow disturbance occurred during impella 5.5 support and was therefore device associated by timing. Low purge flow is a known potential event and may reflect thrombotic or proteinaceous burden in the motor compartment, purge viscosity effects, catheter pathway constraints, or physiologic milieu in critically ill patients. In this case, the team administered tissue plasminogen activator into the purge system to restore flow and initiated a clinical investigation owing to the purge fluid change.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Updated clinical rationale: a 71 year old male with acute myocardial infarction complicated by cardiogenic shock (ami/cgs) and prior coronary artery bypass graft surgery required temporary mechanical circulatory support. A pulmonary artery catheter was in place prior to device escalation, and the patient was receiving inotropic medications, vasopressors, and ventilatory support. Pump 1 ¿ impella cp (day 1 - day 3): day 1 ((B)(6) 2025): right femoral arterial access was obtained by percutaneous approach for impella cp support (pre procedural stabilization for revascularization). Day 3 ((B)(6) 2025): the patient was successfully weaned and impella cp was explanted. No impella cp complaints were documented during this interval. Pump 2 ¿ impella 5.5 (escalation of therapy; right axillary/subclavian graft): day 10 ((B)(6) 2025): due to ongoing cardiogenic shock, the patient was escalated to impella 5.5 via a right axillary/subclavian surgical graft (10 mm vascutek gelweave). Purge solution was dextrose 5% in water plus 25 meq/l sodium bicarbonate. The clinical course continued in the coronary care unit with inotropic and ventilatory support. During ongoing impella 5.5 support ¿ actual complaint (purge flow issue): clinical staff documented persistently low purge flow < 3.5 ml/hour despite routine troubleshooting. The medical team elected to administer tissue plasminogen activator into the purge line at physician discretion to improve purge performance and notified the local support team. The pump remained in use, and the patient continued on advanced supportive therapy. Status at last documentation: the device was successfully explanted and patient survived. The purge flow disturbance occurred during impella 5.5 support and is therefore device associated by timing. Low purge flow is a known potential event and may reflect thrombotic or proteinaceous burden in the motor compartment, purge viscosity effects, catheter pathway constraints, or physiologic milieu in critically ill patients. In this case, the team administered tissue plasminogen activator into the purge system to restore flow and initiated a clinical investigation owing to the purge fluid change.

Manufacturer narrative:
Updated information: b5. Narrative updated. D4. Catalog number updated. H6. Med dev prob code changed from a140508 to a141102.